Event description:
A medtronic representative reported that the stealth station treon guidance system monitor arm chicane is broken. There was no patient present.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. RMA issued. Replaced part within 24 hours of event.